Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, it was determined that the station had database synchronization setup issue. A field service engineer assisted customer support center (csc) in establishing remote access to the station by enabling the agent to connect to the device, successfully supported the customer support center (csc) agent in gaining remote access and reimaged the device to resolve the database error. The system functioned as intended after the field service engineer guided to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had database synchronization setup issue.the customer stated that they were unable to access the medication from the affected cubie, that caused a delay to the patient care.there were no adverse events or injuries reported based on this event.